Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: device patch with lot number 2468863 and catalog number 115-222g. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: yellow particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as surgical damage. Additional observations: ¿ no other observations observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.